Event description:
Caller reported aviva system blood glucose result of 340 mg/dl, no symptoms. Customer started drinking water to lower blood sugar reading, retest result on the same system was 136 mg/dl within 10 mins. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.